Event description:
In 2008, the lay user / patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was "broke." The medical affairs specialist (mas) was able to correspond with the patient by telephone on three days later and classified the complaint based on the following information received from the customer. The patient tests his blood sugar 3 or 4 times a day and he manages his diabetes via novolin 5 units on a fixed scale, metformin 850mg three times a day and glipizide 10mg two times a day. The patient stated that the alleged issue began on original date at around 2:20pm. During that time, the patient accidentally stepped on the subject meter with his shoes on and noted that the meter casing was cracked/broken. On the same day, before the reported issue began, he reportedly obtained a reading of "165mg/dl" in the morning and "110mg/dl" at 2 pm on the subject meter. The patient was asymptomatic while he reportedly obtained those readings on the subject meter. After the reported issue, he could not test on the subject meter since it was reportedly "broke" and he continued taking his usual dose of diabetic medication following the reported issue. He stated that at the same time the reported issue began (on that day at around 2:20pm), he called his insurance company and was told to contact lfs for a replacement meter. After the reported issue, on the same day at night, the patient reportedly experienced "excessive sweating." During the reported symptoms, he reportedly obtained a reading of "65 mg/dl" on his mother-in- law's meter, onetouch ultra2 meter. He reportedly took food and/or beverage and felt better. The patient's products are being replaced. It was noted that the reported issue was due to the misuse of the product. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia after the reported issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.